Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. The incorrect suspect medical device was initially reported for this complaint under manufacturing report number 2182208000-2012-02775 and as a result this report is being redacted. The correct suspect medical device for this reportable complaint will be reported under a different manufacturing report number accordingly.

Event description:
It was reported that during the implant attempt, the tip of the lead broke off from the lead. The tip was extracted via the femoral artery. The lead was not used. No patient complications have been reported as a result of this event.